Manufacturer narrative:
The device was evaluated by a field service technician. This report will be updated when the investigation is completed.

Event description:
It was reported that during a procedure, the smoke evacuated. Another unit was used to complete the procedure. There were no adverse consequences related to this event.